Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the annuloplasty ring was explanted after an implant duration of 6 days and was replaced by a bioprosthetic valve. In the response received from the surgeon, it was indicated that the annuloplasty ring was explanted due to regurgitation of the native valve. The surgeon indicated that this was an unsuccessful ring repair and the explant was not due to a malfunction of the device. Per the operative notes from (B)(6) 2011, this (B)(6) year old male patient who suffered from coronary artery disease (which has been treated with percutaneous interventions in the past) now presents with severe mitral regurgitation. The patient underwent a mitral valve repair last week, which was very complicated. Most of the posterior leaflet was involved in the process. There was some mild prolapse at the anterolateral commissure, but more importantly there was some endocardial fibrosis on the left ventricular side at the level of p1 and p2 causing significant leaflet retraction, which had to be freed up and the cleft closed to repair the valve. There was a very severe prolapse of p2 with a large redundant segment, which was resected as a posterior quadrangular resection. The patient was also found to have severe prolapse of all of the posteromedial portion of the commissure. The initial result of that very complex repair was very satisfactory, and the patient did very well with a transesophageal echocardiogram demonstrating no residual mitral regurgitation at the completion of the operation. The patient had no mitral valve murmur for the first few days after the surgery. By the end of last week, a control echocardiogram was done, and to our great surprise it demonstrated the presence of moderate to severe residual mitral regurgitation most likely in the area of the posteromedial commissure; this was a transthoracic echocardiogram. Upon examination, the patient was found to have a new heart murmur. The patient was not in heart failure, but since he had received a few doses of coumadin, we elected to hold the coumadin and postpone the surgery a few days just to be sure we would not have any coumadin on board causing bleeding problems after this operation. At the time of surgery, the transesophageal echocardiogram confirmed that in fact there were two jets of mitral regurgitation (there was one at the level of p1 and p2 as well as one originating from the posteromedial commissure). When we opened the pericardium, the pericardium was completely free of any clots or fluid; in fact, it was remarkably dry. When we opened the left atrium, there was no thrombus in the left atrial appendage. To our great surprise, we identified a tear in the leaflet near its base at the junction of p1 and p2 where we had closed the cleft and where the tissues ware retracted by the endocardial fibrosis that we had identified at the first operation. This was causing severe mitral regurgitation. We attempted to put a few sutures there, but the tissue was extremely friable and would not hold. Since we did not want to take any chance at recurrent mitral regurgitation, we elected not to attempt to re-repair this valve. We did not think that even putting a pericardial patch would have been a good option since all of the leaflet tissue in that area was extremely weakened. We therefore replaced the valve with a bioprosthesis as per the choice of the patient, and a completion transesophageal echocardiogram demonstrated no residual mitral regurgitation with good function of the bioprosthesis. The patient tolerated the procedure well and returned to the intensive care unit in stable condition.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: on (B)(6) 2011, a response was received from the surgeon that indicated the annuloplasty ring was explanted after an implant duration of 6 days and replaced with a bioprosthetic valve due to regurgitation of the native valve. He indicated that this explant was not due to a device malfunction but due to patient related factors as the result of an unsuccessful ring repair. The device is not available for return and evaluation as it has been discarded by the hospital. The operative report was also provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the surgeon has provided information that indicates the unsuccessful ring repair was due to patient related factors (prolapsed leaflets, friable tissue) and not due to a malfunction of the device.